Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced phrenic stimulation caused by microdislodgement of the rv lead. Several attempts were made to reposition the lead but were unsuccessful. The lead was explanted and replaced. Patient condition is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.